Manufacturer narrative:
Approximate age of device - 1 day. The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01187. This report is being submitted as additional information. A correlation between the findings of the evaluation of the lvad and the patient's expiration due to brain herniation cannot be conclusively determined. (B)(4) was returned assembled with the pump cable cut approximately 5.5¿ from the bend relief and the severed portion was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was returned, properly engaged with the cuff lock. The device appeared to have been exposed to a fixative prior to return. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the customer was concerned that the patient had a severe anoxic brain injury. The patient underwent a pump exchange the day prior ((B)(6) 2018) due to suspected thrombus. On (B)(6) 2018, a CT was performed due to fixed pupils. Sedation and pain medications were discontinued to see if the patient responded. On 05apr2018, it was reported that the patient went into ventricular tachycardia overnight and was successfully cardioverted. On (B)(6) 2018, the patient expired. Cause of death was reported to be due to brain herniation. Per the health care professional, the pump was working as expected at time of death. No additional information was provided.